Event description:
The patient was implanted with a left ventricular assist device (lvad). Vad coordinator reported that patient was admitted due to high pump powers, "pump vibrations as reported by patient," and suspected pump thrombus. Patient was placed on heparin. Pump parameters improved and patient left hosp against med advice (ama).

Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation to the device and the suspected thrombus and pump vibrations could not be conclusively determined as the product was not returned for evaluation. Thrombus is listed in the instructions for use as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient was placed on heparin. Pump parameters improved and the patient left the hospital against medical advice (ama). It was noted that the patient was extremely non-compliant with coumadin/inr check, and was lost to follow up. The patient remains on vad support and no further related events have been reported at the time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.